Event description:
The pump was returned for investigation. Investigation revealed that the battery cap was damaged. The battery cap hub and spring were detached from the inside of the cap and the top of the cap was damaged. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 06/2/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/22/2015 with the following findings: evaluation revealed that the battery cap was damaged. The battery cap hub and spring were detached from the inside of the cap and the top of the cap was damaged. Unrelated to the battery cap issue, the u-groove on the back of the pump was found to be damaged. A test clip was not able to be secured properly to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).